Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the instrument peeling was improper reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The peeled coating has also been confirmed. Cracks, scratches, dirt, chips, dents, breakages, leakages, and damage were also found throughout the device. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a repair request for an angulation malfunction with a tracheal intubation fiberscope. During preliminary evaluation and inspection of the returned subject device, peeled coating of the insertion connecting tube was found. This MDR is being submitted due to the peeled coating found during evaluation and inspection. No patient or user harm has been reported.